Event description:
The event occurred on an unknown date involved a plum a+ pump that the customer tagged with a note that stated ¿keeps saying actions alarm¿. Investigation results found that the probable cause was a defective ac power cord. Upon inspection, the printer wiring assembly (pwa) driver cable was found to have damage exposing about half inch of copper conductor. There is no report of patient involvement and no report of adverse event.